Event description:
It was reported that ongoing cartridge alarms occurred during insulin delivery. Reportedly, the customer went to the emergency room (ER) and was subsequently hospitalized. Additional information was not provided regarding details of the hospital stay or their blood glucose (bg). Customer reverted to an alternate method of insulin therapy.